Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for each reported lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot #: 6846617 (left) ; manufacturing date 07/23/2014. Expiration date: 07/31/2019. Lot #: 6776707 (right) ; manufacturing date 11/04/2013. Expiration date: 11/30/2018. Multiple attempts were made to obtain additional information. However, no additional information has been received, and the lot number of the suspected device is still unknown. A supplemental report will be submitted if additional information is received in the future. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative rupture (unknown side). A healthcare professional states that the patient called in on (B)(6) 2020 and reported on her rupture that was observed in mammogram performed prior to the call. It is not known which side the patient is experiencing the rupture, and serial number of the device is either (B)(4)depending on which side is affected. Multiple attempts were made to obtain further information. However, no response has been received. Should additional information regarding the affected side and the respective lot/serial information for that device, a supplemental report will be submitted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 15-dec-2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. D.6.b explantation date: (B)(6) 2021. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 29-jan-2021, it was found that additional information regarding the revision surgery and replacement device was omitted on the previous report. Manufacturer's reference number: (B)(4) on 11-jan-2021, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog #: 3504004bc, left serial #: (B)(6), right serial #: (B)(6).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the side of rupture. The patient experienced right-sided rupture. The relevant fields have been updated. On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : visual analysis of the returned device revealed that the device was found to be ruptured, and it was received in three pieces. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in two spots of the tear, measuring approximately 0.1 cm both. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).